Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right lung cancer radical surgery, while cutting the interlobular fissure, the staple line was incomplete and there was poor staple formation from two reloads that were used, some of the staples were skewed. It was also noted that the blade of the device broke off. The surgical time was extended by 30 minutes or more and the staple line was fixed by manual sewing and then replaces with other brands of equipment.